Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient experienced one infusion was leaking. And the patient went to emergency and was hospitalized, and cause of hospitalization is diabetes. The patient arrived on (B)(6) 2024 & discharged on (B)(6) 2024. The patient also admitted to ICU & blood glucose level was 543 mg/dl and patient also got treatment of IV & fluid of saline & insulin and ketone level also observed in patient. No further information available.